Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with a painful hip. A revision surgery was conducted on (B)(6) 2017. A head (28+8 v40) and liner, that were implanted in (B)(6) 2014, were revised. It was reported that the surgeon describes the event "as what identified as a 'trunnionosis and pseudotumor".